Event description:
It was reported that the patient is experiencing knee pain.

Manufacturer narrative:
Neither x-rays nor surgical notes were returned. Component fit and orientation is unknown. Patient medical history is unknown, as is rehabilitation protocol and adherence thereto. It is unknown if the patient experienced any unreported traumatic event. With the information provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.